Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high and undefined superior vena cava (svc) coil impedances on the right ventricular (rv) lead that triggered tip-to-coil lead warnings multiple times. A fractured coil was confirmed. The patient¿s vein was occluded, and the physician did not feel tunneling was an option to implant a new rv lead. Therefore, since the pace/sense portion of the rv lead tested out fine the physician decided to downgrade the biv (bi-ventricular) implantable cardioverter defibrillator (ICD) to a biv pacer. This device downgrade would allow the existing left ventricular (lv) lead to pace unipolar to the can which was unable to do due to fractured coil in rv lead. The pace/sense portion of the rv lead remains in use. No patient complications have been reported as a result of this event.